Event description:
It was reported that this patient with an implantable cardioverter defibrillator (ICD) had sinus tachycardia (st) and then after a premature ventricular contraction (pvc) occurred which becomes ventricular tachycardia (vt) arrhythmia. The patient received anti-tachycardia pacing (atp) in which it briefly converts and eventually the patient received more atp and 6 electric shocks were given and therapy was exhausted. The arrhythmia was not able to be converted and the patient was left in a vt. Technical services reviewed the episode and it appears the therapy the patient received was inappropriate due to an atrial driven rhythm. At this time, the device remains in service. No additional adverse patient effects were reported.